Event description:
A customer medwatch was received reporting the pump alarmed for air in the line but did not stop the air; the tubing had air all the way to the IV insertion site. Lactated ringers was the primary solution and ofirmev was the secondary solution infusion at the time of the event. As a result of this event a physician consult was ordered and an EKG and chest x-ray was performed. The pt was asymptomatic and there was no adverse outcome. The biomed checked the pump and it passed their testing. The tubing was not saved so it is unk how much air was in the tubing. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. Per the medwatch report the device is available for eval. A f/u report will be submitted with failure investigation results should the device be returned for eval.